Event description:
This 45-yr-old female pt underwent removal of silicone breast implants due to, calcification of left breast implant. The pt underwent insertion of new saline breast implants. Implants had been placed in 1971.